Manufacturer narrative:
The returned device was evaluated and during the investigation, fluid was observed exiting the tear. The data downloaded from the device did not show any signs of struggle during the run. It cannot be determined when or how this damage occurred. The adhesive pad, plastic housing, and soft cannula were inspected and nothing was found that would contribute to skin irritation. The root cause of the reported event could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported while a patient had been wearing a pod between 24 and 3 hours their blood glucose level had rose to 437 mg/dl. In addition, the pod was leaking during wear and the patient had irritation at the pod infusion site. As treatment, the patient applied a new pod.